Event description:
As reported, the sealant of a 6f mynx grip vascular closure device (vcd) came out together with the device during removal. Manual compression was performed for 20 minutes to achieve hemostasis. There was no reported patient injury. The device was prepared and used according to the instructions for use (IFU). The procedure was a percutaneous transluminal angioplasty (pta) using a retrograde approach. The femoral artery suitability was verified by angiography, including insertion angle of the vascular sheath introducer at 30¿45 degrees and vessel diameter greater than 5 mm. There was no visible calcium or plaque at the puncture site, no stenosis greater than 50%, no stent near the puncture site, and no prior closure at the target site within 30 days. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. A non-cordis introducer sheath was used. The physician was trained and experienced with the device. There were no visible signs of device or package damage prior to use. The device will be returned for evaluation.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.